Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1411407) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the pt had a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR # 33004939290-2014-00113 for the second device.

Event description:
The following info was reported by aci sales representative: first device was prepped in the normal fashion. Upon balloon inflation, it was noted that the balloon indicator was not maintaining position which suggested that the balloon was not holding pressure. I recommended that we remove the device from the sheath and use a new one. Upon removal, it was noted that there was a small pinhole in the balloon. The second device was used as per the IFU. During the swell period it was noted that there was some oozing around the sheath at the access site. The physician held some light pressure around the sheath. The device was removed in normal fashion and light pressure was held for 3 minutes. Upon release of the manual compression, it was noted that the site was still bleeding and a hematoma had formed medially. Ultrasound was used to visualize the access site and the pseudoaneurysm and hematoma were detailed. Ultrasound guided manual compression was applied for approximately one hour until hemostasis was achieved. The pt was hospitalized and received intravenous antibiotics. According to the physician, the pt's hospitalization was not mynx related. The pt had a history of pvd, hypertension, cad, and bypass. Stick location: femora head. Vessel size: 6 mm. Procedure: peripheral intervention.